Event description:
It was reported the patient¿s device was ¿not working very good¿ for the last three weeks to a month. The patient has had some accidents and would wet themselves when sleeping. The patient was getting up three times a night versus not getting up after the implant was put in. It was further reported that the patient never had therapeutic benefit. The patient met with their managing health care provider (hcp) and manufacturer representative for reprogramming sessions. The patient also adjusted stimulation using the controller, but the implant wasn¿t helping with incontinence. The hcp provided medication and the patient took 1 pill every day. The patient last saw their hcp and manufacturer representative in (B)(6) 2015 and was told that the implantable neurostimulator (ins) battery was low. The patient thought it was supposed to last 5 years, but the manufacturer representative reviewed longevity information with them. In (B)(6) 2015 the patient had another surgery and the hcp implanted a large mesh, but it had only helped a little. The patient would be scheduling an appointment to meet with their hcp and manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va08adf, implanted: (B)(6) 2013, product type: lead. (B)(4).